Manufacturer narrative:
Additional info: 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05306. The pt has an ipg and two leads (from the same lot). It was reported the pt is no longer receiving adequate coverage. It was also reported the pt has to charger her ipg more frequently than normal. No further information is available at this time.